Event description:
It was reported that the health care provider reached out to technical services (ts) for a review of the patient's stored episodes with pacemaker mediated tachycardia episodes (pmts) and ventricular events. Upon review, it was found the patient's sinus drive accelerated to the ventricular tachycardia zone after anti-tachycardia pacing (atp) therapy was applied. However, the atp therapy performed was unsuccessful. The cardiac resynchronization therapy defibrillator (crt-d) was then delivered one therapy shock. Following the shock, the patient's rhythm deteriorated into ventricular fibrillation. Subsequently, the rhythm converted spontaneously. Additionally, during the episode pacemaker mediated tachycardia episodes (pmts) were also seen. No programming options were recommended, the crt-d is operating as programmed. Currently, this crt-d remains in service and no additional adverse patient effects were reported.